Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on user's data available in data management system (dms), and the complaint was not confirmed in dms, as the mismatches reported by the customer could not be found. A sensor replacement was authorized for customer experience. The returned sensor was investigated, however, the return product analysis testing did not indicate any malfunction of the system. The overall performance of the system was within the specifications.

Event description:
Senseonics was made aware of an incident where patient complained of hyperglycemia event with no alert asserted by the system due to sensor inaccuracies on (B)(6) 2021. Blood glucose measurement (bgm) was 350 mg/dl where as cgm reading was 160 mg/dl. Patient did not receive high glucose alerts as it did not cross the threshold that was set at 180 mg/dl. Patient did not have any symptoms and did not require any medical attention or intervention. Patient took a dosage of insulin to resolve the issue.